Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccurate values on (B)(6) 2014. Patient claimed that the device read 156 while his blood glucose meter read 226. Patient did not enter finger stick value into the device.patient did not report any injuries or medical intervention at the time of contact with dexcom technical support, and reported he was feeling fine.